Event description:
It was reported that the cutter was stripped during use in surgery. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Analysis for the device is currently in progress.

Manufacturer narrative:
Functional evaluation confirms pinion and gear interface slippage. Visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material plastic deformation. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument. The above observations are consistent with anticipated wear.